Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads. No cracks on the display window or lcd glass noted.

Event description:
It was reported that the insulin pump is cracked on the lower right and left of the display screen. It was stated that the logo is discolored. Nothing further reported.